Manufacturer narrative:
The device has been returned for analysis; however, the investigation is ongoing. Upon investigation completion a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that a silent nite 3d one piece appliance has fractured. Reportedly the appliance attachment fractured while the patient was wearing the device. The patient received the device on (B)(6) 2025 and presented with the issue on (B)(6) 2026. The patient's oral hygiene is good. No injury was reported.